Event description:
It was reported that during a davinci si myomectomy procedure, the customer noted a 'broken cable' on the mega suture cut needle driver instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip cable was found to be frayed at the distal idler pulley. The frayed strands stick out at the wrist. Other cables at wrist are not damaged. The same frayed grip cable was also found to be derailed at the distal idler pulley. The grips were still able to open and close, but their movement could not be precise. Evidence not conclusive, but cable derailment was likely due to the cable losing contact with the pulley during wrist articulation. The fleet angle between proximal and distal pulleys could have contributed to the derailment. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.